Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err121. No additional patient or event information is available. No product was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4) b5: describe event or problem - correction to remove statement "the receiver was charged, however, upon attempting to boot it was observed that the receiver was perpetually re-initializing. The reported customer complaint was confirmed.". B5: describe event or problem - additional h2: additional information/correction/device evaluation h3: device evaluated by manufacturer - additional h6: event problem and evaluation codes - additional

Event description:
Performed receiver charge and will boot: failed as "call tech support" alarm on display. Downloaded receiver log and observed err68, err69, and err121 in the log. The customer complaint of an error icon displayed was confirmed because multiple firmware errors were found in the receiver log and "call tech support" was observed on receiver display.

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #01 with incorrect MFR number 3004753838-2017-06183.

Manufacturer narrative:
(B)(4). This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #01 on tue feb 13 18:28:19 est 2018 with incorrect MFR number 3004753838-2017-06183. The ack3 was received on tue feb 13 18:28:19 est 2018 with coreid: (B)(4).